Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 08-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, concentric, de novo target lesion was located in the mildly calcified left circumflex (lad) artery. After crossing a non-bsc guide wire, pre-dilatation was performed with a 2.50 x 12mm balloon catheter. A 2.50x24mm synergy drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and the procedure was completed with a smaller size synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. The undamaged distal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.